Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged downstream occlusion (dso) seal, contaminated dso sensor, and a discolored upstream occlusion sensor. The dso seal, dso sensor, and uso sensor were replaced. Upon further investigation the motor odo was noted to be high, the motor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device has a damaged downstream occlusion seal. There was no patient involvement, the issue was discovered during testing.